Manufacturer narrative:
Footboard connector pins, limit switch disconnected, load cell.

Event description:
It was reported by service report that the brakes and footboard were not working, the fowler would not reset after being lowered by CPR release and the scale was inaccurate. No pt involvement or adverse consequences are reported.